Event description:
The initial reporter received a questionable elecsys troponin t hs stat result on a cobas e 801 analytical unit. The initial result at 1:07 pm was a flagged result of 3.0 ng/l. This result was reported outside of the laboratory. The reporter ran several other troponin tests and noticed that they were all flagged and suspected that there was something wrong with the instrument. She then reran previous tests on their other e801. The repeat result at 2:17 pm was 18.4 ng/l. The reagent lot number is 50137700. The expiration date was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The alarm trace indicated procell issues around the time of the reported event. The field service engineer (fse) addressed this issue and replaced multiple valves and tubings. He then performed verification, precision and qc tests with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.